Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed.  The device history record (DHR) for the lot number 30067417m has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. The event date is reflecting as (B)(6) 2018. However, the alert date is reflecting as (B)(6) 2018. The dates are displaying different due to time zone differences as this event is from australia.  Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter right (r-afl) procedure with a thermocool® smart touch¿ bi-directional navigation catheter. The thermocool® smart touch¿ bi-directional navigation catheter was used for a cavotricuspid ishmus (cti) ablation. The (B)(4) medical amphere generator was set to temperature control mode, 48*c, power 25-40 watts for a 15 ohms impedance drop. Ablation duration was 30-60 seconds. Ten ablation lesions were needed to create cti block. Contact force during ablation was 10-40 grams. It was reported that following ablation, the catheter was withdrawn and a small piece of clotted blood was observed to be attached to the tip of the ablation catheter. There were no errors on the ablation generator and no temperature, power or impedance changes that would have indicated a problem during ablation according to the physician. No patient consequence was reported. The blood clot reported was assessed as a reportable issue.